Manufacturer narrative:
The device was not returned for analysis; however, programming and stimulation parameters were provided. A longevity estimation calculation was performed based on the returned data which determined the estimated longevity is consistent with the device reaching normal end of service. Based on the information received, the issue is attributed to normal battery eri/eol.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable as it would no longer communicate with external devices. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.